Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Although a temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, there is no documentation showing a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. There is however a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy given the patient¿s organism cultured was a gram positive cocci - staphylococcus.

Event description:
On 27/sep/2017 during a follow-up call for an unrelated event, the peritoneal dialysis registered nurse (pdrn) reported this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (sometime in (B)(6), exact date unknown). Cultures (source, collection and result dates unknown) were positive for gram positive cocci staphylococcus (species unknown). The patient was treated outpatient with vancomycin (route and dosage unknown) for one week. The pdrn reported as of (B)(6) 2017 the patient was completely recovered from the event of peritonitis. The pdrn alleges the cause of the peritonitis ¿may be due to aseptic technique, but she is not sure.¿ patient had been utilizing pd therapy for over 3.5 years. Pdrn stated the patient continued pd therapy until (B)(6) 2017, at which point she transitioned to hemodialysis (hd) reportedly due to a recommendation from her surgeon (details unknown). Additionally it is unknown if catheter was removed or if the transition from pd to hd is permanent or temporary. It appears the transition is permeant because the patient stated she was ¿tired¿ of experiencing drain pain while performing pd, as she ¿was fine¿ when she was not on the cycler.